Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have not received alerts for high or low blood glucose levels. Troubleshoot was conducted. The device showed the customer had blood glucose levels of 515mg/dl, but the sensor reading was unknown. The customer's blood glucose level dropped to 194mg/dl. The customer states the device never went off when the levels rose. The customer was advised that the alerts settings had been checked and they appear to be on. Troubleshooting for sensor and blood glucose difference was conducted.